Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a drop in heart rate due to noise on the right ventricular (rv) lead. It was further reported that the rv lead exhibited possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.